Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the device is not saving the delivered bolus and could affect the active insulin leading to incorrect bolus recommendations. The patient experienced elevated blood glucose values. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.